Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "lumps in breast, leaking silicone in lymph nodes," and "terrified at the prospect of the implants having affected my health."

Event description:
Patient reported right side "lumps in breast, leaking silicone in lymph nodes," and "terrified at the prospect of the implants having affected my health." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported their cosmetic surgery found "lumps in [their] breasts". The patient was then sent for an MRI the result of which the patient is still waiting for.the MRI report states "allowing for the significant motion artefact the right implant looks grossly normal with no significant degradation of the internal implant matrix or extracapsular fluid to suggest intra or extracapsular rupture. There are some tiny foci of high signal change but may be along the right internal mammary chain and reflect some silicone within lymph nodes here. Assessment is challenging given the motion artefact. ¿.. No significant extracapsular fluid. There are apparent areas of benign cystic appearing change in the parenchyma bilaterally but this study has not been performed to fully assess the breast parenchyma . No gross extramammary findings of note. Conclusion ... No significant extracapsular fluid to suggest a diagnosis of alcl radiologically. Presumed bilateral benign change.". The device remains implanted. Right side.